Event description:
It was reported that stent dislodgement requiring additional intervention occurred. The target lesion was located in superior mesenteric artery. A 6.0x20x135 cm express ld vascular stent was advanced for treatment. However, during the procedure, the stent was detached from the delivery system, requiring the removal of the stent through a catheter. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: an express ld 6mm x 17mm was returned for analysis. A visual examination identified that the balloon had not been subjected to positive pressure. A visual examination found that the stent was received detached form the delivery system. The stent was noted to be damaged on the proximal and distal end. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement requiring additional intervention occurred. The target lesion was located in superior mesenteric artery. A 6.0x20x135 cm express ld vascular stent was advanced for treatment. However, during the procedure, the stent was detached from the delivery system, requiring the removal of the stent through a catheter. No further complications were reported.